Event description:
It was reported that the 2800 system locked up and would not x-ray prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The controller board and fuse were installed during the svc call. The system was tested, and found to be working as intended, and put back into svc.